Event description:
During a follow-up in clinic, episodes of myopotential oversensing was observed on the right ventricular lead. Technical support was contacted and provided reprogramming suggestions to resolve the event. The patient was stable.

Event description:
During a follow-up in clinic, episodes of myopotential oversensing was observed on the right ventricular lead. Technical support was contacted and provided reprogramming suggestions to resolve the event. The patient was stable.